Event description:
It was reported that the programmer kept generating a message of "formatting report" and would not continue. It was further reported that the pen was not adequately calibrated to the screen, that it would go to different areas on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer generated a formatting report message and would not continue, as well as that the stylus was off a little bit on the bottom part of the screen, therefore the hard drive was reconfigured, software reloaded and the overlay/bezel assembly was replaced and the stylus calibrated to resolve all. (B)(4).